Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported fault relating to the self test failed was observed during evaluation, however, the cause of the fault could not be determined. The processor/bridge/pace board was replaced to reduce the probability of reoccurrence. Board level evaluation could not reproduce the fault. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.